Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in had a safety mechanism that wouldn't disengage. The following information was provided by the initial reporter: " the puncturing and pushing through of the needle went well and without problems, but when removing the needle, it remained stuck. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter email address: (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three photographs which displayed views a used 22ga bd nexiva closed IV catheter system dual port unit and top web (label). The label identifies the product as reference number 383532, lot number 1119206. One photograph displays the nexiva device placed at the insertion site and the other displays the unit removed from the insertion site. Both show the unit with the needle retracted but not decoupled. The unit received is similar to the photos as the unit is retuned inside an opened package from the same reference and lot numbers as in the photos. The unit has traces of media. Upon inspection of the unit received, there is no visible damage to the v-clip or retention washer that would inhibit the needle from decoupling. A cured adhesive is observed on the outside of the grip, inside the tip shield and on the clear port of the winged adapter where the two portions join. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a leak from the adhesive dispense station. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in had a safety mechanism that wouldn't disengage. The following information was provided by the initial reporter: " the puncturing and pushing through of the needle went well and without problems, but when removing the needle, it remained stuck. "